Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ywqy, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had an infection right after implant in 2015. The patient¿s friend or family member thought that because the patient wore diapers and didn¿t change them right away that the incision sites were exposed and saturated in urine. The infection was confirmed. The actions taken to resolve the infection were that the patient was given oral antibiotics and the total system was explanted on (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.